Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke. As the physician began to advance the maverick balloon into the guide catheter, the shaft of the catheter broke outside of the pt's body. The procedure was completed using another of the same device. No pt injuries or complications.